Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was first inflated at 6 atm, second inflation at 10atm and ruptured during third inflation at 10 atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city; (B)(6).